Event description:
It was reported by remote transmission the patient received an inappropriate shock due to an atrial arrhythmia with rapid ventricular response. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead: (B)(6) 2002. (B)(4).